Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery. Customer's blood glucose (bg) ranged from 484-504 mg/dl. A manual insulin injection was used to address bg.